Event description:
It was reported that a patient presented remotely via merln.net. Review of the transmission revealed intermittent loss of capture on the right ventricular (rv) lead. No changes or interventions were reported. The patient condition was not known.